Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The tubing from the sensor board to the porting block was found to be disconnected. The tubing was reconnected to address the issue.

Event description:
The MFR received info alleging a ventilator was not displaying the pt's breathing pattern. There was no harm or injury reported.